Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres, however, during second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.